Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified bone/blood residue around the external and internal threads/drive feature. Additionally, fracture was identified around the collar. Device history record (DHR) review for the lot (1225028) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1225028) for similar events and no other complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported the implant in tooth location 4 fractured and was removed. Doctor placed a new implant in the same day of removing. The doctor performed an implant in area 15, after the exposure, half a year after me, the patient arrived for rehabilitation during the rehabilitation process. The implant broke, on the same day a new implant was implanted in the patient.